Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient fell which resulted in their device to start buzzing. Patient called the physician¿s office. Review of remote transmissions showed right-ventricular (rv) lead exhibited frequent noise events with one ventricular fibrillation episode due to far field noise; lead fracture was suspected. Therapy was appropriately inhibited. The rv lead was capped and replaced (B)(6) 2021. The patient was in stable condition and experienced no consequences.